Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: as there is no sample received, further investigation is not possible. The investigation is only done based on customer complaint description and pictures provided. Sub pump assembly process was reviewed. No sharp edges nor abnormality was observed on the equipment/jig used in sub pump assembly process that can damage the epdm o-ring. Furthermore, there are four visual inspection gate in sub pump process which will examine whether any crack/damage was observed on epdm o-rings: 1. After epdm o-rings assembly 2. Before silicone sleeve grouping process 3. Before cover o-ring process 4. After cover o-ring process sub pump assembly process flow: remark: visual inspection was conducted to check any crack/damage on epdm o-rings. Therefore, epdm o-rings with surface defect (crack/damage) can be found and rejected during sub pump assembly. Besides, during the silicone sleeve grouping process, the sub pump will be filled with air and hold for 1 minute. This process can 100% detect any broken epdm o-rings as epdm o-rings are used to hold the pressure from silicone sleeve. Hence, it is unlikely that the defect is originated from assembly production and a notification was raised to notify the supplier of epdm o-ring for further investigation on the affected batches of epdm o-ring. In additional, the historical data of the similar defect was reviewed. In all the instances where the epdm o-ring is broken, it will still attach at the bht groove by the nylon firm. However, according to the complaint pictures provided the epdm o-ring broken and drop off from the bht groove. It could be due to poor affix and peel off at nylon film wrapping finishing during cover o-ring process. Hence, the nylon film was loose, and the epdm o-ring drop off from the bht groove when the o-ring broken. Summary of root cause analysis: the defect mentioned can be clearly seen from the pictures provided. Hence, this complaint is considered as confirmed. Cause: failure in production process, failure from supplier. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: an approved project was raised to notify the supplier of epdm o-ring for further investigation on the affected batches of epdm o-ring. To provide retraining to sub-assembly pump operators based on sop elastomeric infusion system - assembly of sub-assembly pump (hc-my01-m-5-4-16-002-0), to prevent poor affix at nylon film wrapping during cover o-ring process. To ensure no loose nylon film wrapping at the pump.

Event description:
According to the customer: "chemo leakage." "In the presentation of data after removal of the b. Braun elastomeric pump from a patient, it was found that there was a malfunction in one of the placement clamps, which culminates in spillage of small volume of fluorouracil medication in the patient during his journey to hospital. After checking the pump, it was observed that it was faulty. The blue "clamp`` on the inside of the pump releases, an elastomeric pump features a blue clip on the upper inner part and another on the bottom, and one of these was loose. According to the patient's report care with the pump throughout the 46-hour infusion period was usual. Sent as photos to confirm the damage. The pump after its removal from the catheter was disregarded to avoid human contamination and environmental by chemotherapy. No apparent harm to the patient."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.